Manufacturer narrative:
In speaking with olympus technical support via the phone, the customer was advised to put the cap back on and run a "mix" in the function menu of the oer-elite and retest. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus the disinfectant was changed on the oer-elite endoscope reprocessor. The sample passed, but then a cycle was run with the disinfectant sample port cap off, and the sample did not pass. No patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. It was likely the event occurred because the concentration of disinfectant in the disinfectant solution nozzle cap was diluted by running a cycle with the cap off. The instructions for use (IFU) provides the following guidelines: be sure to return the disinfectant solution nozzle cap to the original position. Otherwise, the disinfectant solution inside the nozzle may be diluted in the next process and next mrc check will fail even if the concentration of lcg in the tank is above its mrc. In this case, perform mix lcg, then check mrc again.